Event description:
Additional information was received from the initial reporter confirming that since this event always occurred during procedure preparation, the device was not used during any procedure.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image function did not work properly due to the faulty connector. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source has been intermittently not producing an image. According to the initial reporter, this event occurs approximately 1 out of every 10 cases. There has been no patient(s) harm reported as a result of these events. As the specific number of cases cannot be determined, this record is being submitted as a generic file to capture the unknown number of occurrences.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective connector was found, which caused an e204 error code and the reported imaging failure. This connector unit will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.